Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing atrial fibrillation, arrhythmia and that their heart was "out of sync". The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.